Event description:
Major pump unit(s) involved: drive unit failurespecific component(s) involved: pump drive unit malfunction

Event description:
Major pump unit(s) involved: drive unit failure.additional text: kink in driveline.specific component(s) involved: pump drive unit malfunction.additional text: very small kink noted to distal end of driveline.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): replacement of external controller.other intervention :implant device type: lvad.